Event description:
Reprocessed harmonic hand piece harh36 did not activate when plugged in. The device was reassembled and tightened and the same error message occurred. A new hand piece was obtained.